Manufacturer narrative:
Per tandem's t:slim user guide: "check the tubing connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed along the infusion set tubing due to the customer intentionally unscrewing the tubing from the cartridge. The customer's blood glucose level was 339 mg/dl. Reportedly, the customer primed the tubing to resolve the issue, and continued using the pump for insulin therapy.